Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the message appeared, pressed esc and act to clear the alarm, however it didn't work, the customer was not expose to high magnetic field, didn't drop the insulin pump and connections were ok. The customer had to discontinue insulin pump use and is follower medical prescription for insulin shots until replacement arrives. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.